Manufacturer narrative:
Pump received with flashing white light on the display. Unable to verify blank display and keypad anomaly and perform the self test, sleep current measurement and active current measurement due to flashing white light on the display. Pump unable to download thump due to flashing white display. Pump was cut open to perform visual inspection and found no moisture damage on the pcb 1, pcb 2, 40 pin flexible printed circuit/lcd, internal battery and battery tube during visual inspection. The test lcd was installed in the original pcb 1, pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and no constant blank flashing white light on the display noted. Peeled off the lcd foam tape and found cracked lcd controller during the visual inspection. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case, pillowing keypad overlay and cracked up, down and left button keypad overlay during the visual inspection. Customer alleged was confirmed for flashing white light on the display due to cracked lcd controller. Unable to verify blank display and keypad anomaly and pump unable to download to thump due to flashing white light on the display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a keypad anomaly followed by unresponsive buttons and then a blank display. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. No response was observed from any button, and the display did not return after battery removal and reset attempts. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested, and the customer response was that the device will be returned.